Manufacturer narrative:
Received one (1) 4f sl PICC for evaluation. As received, the 4f sl PICC was returned with the needleless connector still connected to the purple/purple valve. The needleless connector was easy to remove from the luer. The purple/purple valve was unremarkable. The catheter was trimmed by the end user at the 50cm mark. The PICC was flushed and no leaks were initially observed. When the extension leg was bent at the white oversleeve, fluid leaked out and the hole was visible. The customer's complaint description of extension leg leak was confirmed during sample review as there is a fracture hole in the extension leg tubing adjacent to the oversleeve junction. No oversleeve molding or other manufacturing non-conformances were observed. Root cause could not be definitively determined but handling damage during device use (e.g. Dressing changes - aggressive torque bending during cleaning and/or damage from scissors) is potential contributing factor. Device history review of the packaging/assembly/ oversleeve sub-assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/assembly/oversleeve sub-assembly lots for similar extension leg fractured/hole issue. Labeling review: directions for use (dfu) that is supplied with this device contains the following statements: warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair: in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a bio-stable 4f sl-55cm catheter kit valved. A patient attended for PICC bloods prior to treatment on the following monday. On flushing the PICC, the staff noticed leaking from the site. On checking it closely there was a small puncture noted in the PICC line, right at the top before the white connection at the end of the PICC. The PICC was removed and replaced.